Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/80 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of omitting the intravenous heparin bolus on outcomes of leadless pacemaker implantation. Journal of cardiovascular electrophysiology 2024; 35:1212¿1216. Doi: 10.1111/jce.16284. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding impact of omitting the intravenous (IV) heparin bolus outcomes of leadless pacemaker implantation. The authors described patient deaths; however, the causes of death were cardiac perforation requiring emergent surgical repair of the right ventricle. There were patients who experienced access site hematoma requiring intervention, pseudoaneurysm, cardiac perforation, pericardial effusion requiring pericardiocentesis, thrombus formation during the implant procedure and rehospitalization. Some patients required conversion to transvenous dual-chamber permanent pacemaker (dc ppm) systems or cardiac resynchronization therapy (crt) systems during follow-up. The status of the devices is unknown. No additional adverse patient effects were reported.